Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc tested the subject device with the endoscope which was the same model of the user used. But it could not be duplicated the reported phenomenon. Also there was no dirt on the exterior or the output socket of the subject device. The exact cause of the reported event could not be conclusively determined. However based on the report from the user, omsc surmised there was the possibility this phenomenon was attributed to the endoscope connection detection failure or the endoscope power supply stopping for some reason. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was intermittent during the rectal cancer removal procedure. The user wiped the endoscope video connector which was connected with the subject device and then the subject device was restored and the procedure was completed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 15-jun-2020. Olympus will continue to monitor the field performance of this device.